Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer. Patient product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal p ain. It was reported that the patient thought their ins was causing hip dysplasia and wanted their ins removed. There were no contributing factors reported. The patient said she had been reprogrammed, and they had spoken to several physicians about moving the implant or replacing it with a smaller implant. They said they just wanted the entire system explanted. The patient had reprograming done, visited their physician and had a visit with their physician¿s assisted. The rep indicated that they had no previous knowledge of this patient. The rep said they first met with the patient in preop today. The patient explained that they had talked to their physician, had talked to their physician¿s assistant and had been reprogrammed, but simply did not want the system in their body. The patient had the system explanted on (B)(6) 2019. The system would not be returned for analysis as the customer refused. The event date was asked but was unknown. No further complications were reported/anticipated.